Event description:
Additional information was received. It was reported that the cause of the infection was unknown. The actions taken to resolve the issue were that the electrode was removed and "atb" which was understood as antibiotics.

Manufacturer narrative:
Continuation of d10: product ID 977c290, serial# (B)(6), product type lead, h6: all codes belong to the lead. Correction: d14 has been updated to d12. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2: other: infection b3: date is approximate. Year is confirmed valid. G2. Foreign: ch medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had already undergone a test in 2025 with good results but had to be explanted due to an infection. Additional information was received. It was reported that antibiotics were administered for the infection and the infection was resolved.